Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: for the past 2 weeks between the hours of 2-8 p.m., the patient¿s blood glucose (bg) has been high. Reporter states pump functioning fine at other times, but it seems like no insulin is delivered between 2-8 p.m. Reporter has changed site, basal rates, insulin but patient keeps consistently having high bg¿s. All the information in pump is correct and everything adds up. Pump is showing that bolus have been completed and all history settings add up. After downloading information, reporter notes that the carbohydrates do not add up for the entire day as it only shows 60carbs when reporter is sure that she has given the patient much more carbohydrates than that. Bg was 550mg/dl today; patient went to the clinic today and would like to get pump replaced. Current bg is 230mg/dl. Reporter is correcting with insulin injections between 2-8pm now. Patient is still wearing the pump and bg is monitored hourly. The pump will be replaced. This complaint is being reported as the patient experienced hyperglycemia and due to the alleged inaccurate delivery.